Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms during the load process. The cartridge alarm was unable to be verified during troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed; however a different issue was found.